Event description:
The manufacturer received information alleging oxygen leakage was occurring on a trilogy ev300 device. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 device was evaluated by a manufacturer service technician. During the evaluation it was noted that a device error code, oxygen blending module (obm) valve failure, was observed in the device's error log. The manufacturer service technician further evaluated and determined the obm assembly was causing the issue to occur on the device. In conclusion, the device's obm assembly was replaced to address the issue. The root cause is confirmed at this time.